Event description:
The consumer alleges the liter flow would not stay steady, decreased, then shut off and did not alarm. No injury is alleged.

Event description:
The consumer alleges the liter flow would not stay steady, decreased, then shut off and did not alarm. No injury is alleged.

Manufacturer narrative:
(B)(6) 2011 - (B)(6) - a retrospective review of the adverse event file indicated an MDR was needed. Update: (B)(6) 2011, - (B)(6) - a retrospective review of the adverse event file was performed. Model irc5p owner's manual pn (B)(4) page 5 states: "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure" and "this equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining". The consumer stated that there was no audible alarm. There are 2 types of alarms on the device: low flow alarm for kinked tubing affecting the flow [pressure level] of o2 to the consumer where the alarm beeps once and then the device shuts down and for o2 concentration level alarm which is a series of beeps. The o2 concentration output sensor is an upgradable feature at an extra cost to the consumer and is not found on all irc5p devices. The device was returned for investigation. The device was found very dusty. It was tested and alarmed after 10 seconds for "high pressure; not switching" [referencing alarm #1 above]. A tear down of the device determined that the device was missing a spring on the sieve bed tank. CAPA [# needed] was initiated for the quality issue.

Manufacturer narrative:
(B)(4) 2011 - (B)(4) - a retrospective review of the adverse event file indicated an MDR was needed.